Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because all related components were not returned with the device, the scope of this investigation was very limited and the reported suture retrieval issue could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when the plunger was pulled no suture was present with two proglide devices during attempted suture placement in the right common femoral artery using the preclose technique prior to a valvuloplasty procedure. The arteriotomy was 6f and the vessel was heavily calcified. A third proglide device was used for successful suture placement. The sheath was upsized to 10f and the valvuloplasty procedure was completed. Reportedly, when the pre- placed sutures of the third device were tightened, hemostasis was not achieved. A non- abbott device was used, but it pulled out of the artery. Manual arterial compression was applied and protamine was given. An additional non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide devices referenced are being filed under separate medwatch MFR numbers.